Event description:
Stryker received a letter of claim from (B)(6) in relation to a female patient who has a history of arthritic problems and underwent a right knee replacement in (B)(6) 2005. The solicitor reported that soon after the procedure, the patient started to experience pain in her right hip and she was recommended to undergo a total hip replacement which took place on (B)(6) 2008. The solicitor reported that the patient made a good recovery from the primary procedure and was discharged from follow up in (B)(6) 2009. The solicitor reported that by (B)(6) 2010, the patient began experiencing increased pain in her right hip and reduced her activity levels accordingly. The solicitor reported that the patient was referred back to the surgeon in (B)(6) 2010 who arranged for blood tests and an MRI scan which revealed that her chromium and cobalt levels were raised. She was therefore recommended to undergo revision, which took place on (B)(6) 2011. The solicitor reported that the revision pathology report confirms that the appearances were suggestive of alval. The solicitor added that the patient has not fully recovered following on from the revision operation and she has been let with pain around her right hip.

Manufacturer narrative:
An event regarding alval involving an accolade stem was reported. The event was confirmed. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿no evidence for device-related factors in the current information while the role of procedure-related factors, especially component position under responsibility of the surgeon, remains an open question due to lack of x-ray information. Final resolution of this case would clearly benefit from the availability of x-ray information on component position.¿ device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the exact root cause could not be determined because the devices were not returned for evaluation and x-rays were not provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. This event is under the scope of ra 2012-080, initiated in response to the field safety notice for mitch trh cup /head when implanted with the uncemented accolade stem. A review of post-market surveillance data suggested a higher than expected revision rate for this device combination. The field safety notice advises against this combination and recommends patients be followed according to local guidance/standard of care for patients receiving metal on metal articulations.

Event description:
Stryker received a letter of claim from (B)(6) in relation to a female patient who has a history of arthritic problems and underwent a right knee replacement in (B)(6) 2005. The solicitor reported that soon after the procedure, the patient started to experience pain in her right hip and she was recommended to undergo a total hip replacement which took place on (B)(6) 2008. The solicitor reported that the patient made a good recovery from the primary procedure and was discharged from follow up in (B)(6) 2009. The solicitor reported that by (B)(6) 2010, the patient began experiencing increased pain in her right hip and reduced her activity levels accordingly. The solicitor reported that the patient was referred back to the surgeon in (B)(6) 2010 who arranged for blood tests and an MRI scan which revealed that her chromium and cobalt levels were raised. She was therefore recommended to undergo revision, which took place on (B)(6) 2011. The solicitor reported that the revision pathology report confirms that the appearances were suggestive of alval. The solicitor added that the patient has not fully recovered following on from the revision operation and she has been let with pain around her right hip.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-0042, lot # fm063618, description: mitch trh md hd sz 42+0, manufacturer: depuy. Cat # mac-9988-4248, lot # fm062590, description: std mitch trh cp sz 42/48, manufacturer: depuy. It cannot be determined which, if any, of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned.